Event description:
It was reported "the arthroplasty was revised due to infection. The tibial insert component was revised. The component was implanted in situ for 1.7 years (approx. 1 year 8.5 months)."